Manufacturer narrative:
Visual analysis of the returned device identified: weight to the spec, deformation. Cloudy and bubbles observed after autoclave disinfection process. Based on the device analysis the final assessment was of "no issues found related with the manufacturing process, no openings or issues related to rupture device were observed and observe deformation however not considered workmanship due to the device was explanted." A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a left side deformation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.